Manufacturer narrative:
(B)(4) date of event: only event day and year known. Batch#: 935a87. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, some b-formed staples were found on the deck. The ledge of the lockout showed indentation. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. It is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number: 935a87, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy procedure the surgeon used the device to divide small bowel tissue during a gastric bypass reversal. When the surgeon attempted to close down on the tissue, he felt significant resistant and was unable to close to jaws on the tissue. As a result, he was unable to fire the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2023. Additional information received: please see attached user facility medwatch. 935a87 / lot # x95m0g. Date of event: 12/16/2022.